Manufacturer narrative:
Information regarding initial reporter : occupation: unknown. Investigation evaluation: a product evaluation was performed by the picture provided with this report because the product said to be involved was not provided to cook for evaluation. However, the outer carton of the product said to be involved was returned as well as 4 unused, unopened devices from the same lot. The lot number on the returned outer carton matches this report and the label matches the product reported. A product evaluation was performed on all four devices returned. The report was confirmed by the picture provided as the deployed band seen laying on top of the outer box had not constricted. A product evaluation was performed on all four sealed devices from lot w4183240 that were returned. Device 1: sealed device from lot w4183240. Our laboratory evaluation of the returned product could not confirm the report. All device components were present in the plastic tray. During our laboratory analysis, the multi-band ligator device was attached to an endoscope that was placed in a simulated gastrointestinal position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The multi-band ligator barrel was attached onto the end of the endoscope. Simulated varices were placed at the end of the barrel and vacuum pulled and each band was fired. It was observed that the bands constricted and functioned as intended. A visual examination of the device was performed. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location using bead inspection plate. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured within the tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. Device 2: sealed device from lot w4183240. Our laboratory evaluation of the returned product could not confirm the report. All device components were present in the plastic tray. During our laboratory analysis, the multi-band ligator device was attached to an endoscope that was placed in a simulated gastrointestinal position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The multi-band ligator barrel was attached onto the end of the endoscope. Simulated varices were placed at the end of the barrel and vacuum pulled and each band was fired. It was observed that the bands constricted and functioned as intended. A visual examination of the device was performed. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location using bead inspection plate. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured within the tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. Device 3: sealed device from lot w4183240. Our laboratory evaluation of the returned product could not confirm the report. All device components were present in the plastic tray. During our laboratory analysis, the multi-band ligator device was attached to an endoscope that was placed in a simulated gastrointestinal position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The multi-band ligator barrel was attached onto the end of the endoscope. Simulated varices were placed at the end of the barrel and vacuum pulled and each band was fired. It was observed that the bands constricted and functioned as intended. A visual examination of the device was performed. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location using bead inspection plate. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured within the tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. Device 4: sealed device from lot w4183240. Our laboratory evaluation of the returned product could not confirm the report. All device components were present in the plastic tray. During our laboratory analysis, the multi-band ligator device was attached to an endoscope that was placed in a simulated gastrointestinal position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The multi-band ligator barrel was attached onto the end of the endoscope. Simulated varices were placed at the end of the barrel and vacuum pulled and each band was fired. It was observed that the bands constricted and functioned as intended. A visual examination of the device was performed. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location using bead inspection plate. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured within the tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the complaint product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The information provided indicated that the user deployed bands during test firing performed outside the patient. The bands are not intended to be fired outside the patient. The bands are intended to be used on bleeding varices. Inadequate storage conditions contribute to the properties exhibited as described in the customer complaint. The instructions for use advise the user to: "store in a dry location, away from temperature extremes." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the physician opened a cook 6 shooter saeed multi-band ligator. Although not instructed to do so in the instructions for use, the physician always shoots a band off onto the top of the cart before advancing the endoscope with the ligator on it to make sure it works. A band was shot off as described and it maintained the size of the ligator barrel. According to the nurse, it remained this way for about 5 mins. This occurred prior to patient contact; there was no impact to the patient.